Manufacturer narrative:
Sensor 3mh005001n8 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Attempted to scan the sensor with evm (evaluation module) but sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. Extended investigation has been performed. Performed a visual inspection on the returned sensor, no abnormalities were observed. Attempted to extract data using evm (evaluation module) and patch reader software, no device detected. The returned sensor was de-cased and performed a visual inspection of the pcba(printed circuit board assembly) and corrosion was observed. Returned battery was measured which is outside of specification. Replaced battery for known good and attempted to read sensor again, sensor is state 6 (indicating early termination). Re-programmed sensor to perform accuracy test, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.